Event description:
In 2006 the pt was implanted with her first permanent ans scs system. The pt developed an infection and the system was explanted. The pt was treated with antibiotics and received another ans scs system. The explanted system was discarded by the hospital and not returned to ans for evaluation.

Manufacturer narrative:
Ans inc. Corporation has limited info related to the pt's medical history and is unable to form a medical opinion as to the relevancy of the pt's history to the event reported. Ans, inc. Corporation defers to the pt's physician regarding medical history.